Manufacturer narrative:
Follow-up #1: date of submission 7/13/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to defective display flex there was marked horizontal lines in the middle of display. Pump cover was opened and defective display changed with a test display and found no lines in test display: good contrast, readable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).